Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: bp2a.250605.031.a3.a156usqsadzb3, hardware: sm-a156u, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s controller would not turn on or hold a charge. As a result, the patient sought medical attention on (B)(6) 2026, due to hyperglycemia. The patients¿ blood glucose levels were reported to be 361 mg/dl. Symptoms reported include nausea, vomiting, lightheadedness, and dizziness. The patient was diagnosed with hyperglycemia and was treated with fluids and insulin. The patient spent 6 hours in the hospital. A replacement controller was provided to the patient.